Manufacturer narrative:
The lifevest device involved in this event was not physically returned for evaluation, but he ECG data and device performance flags captured by the device during the event were subsequently downloaded for evaluation. Patient report: a male patient was found unconscious at the home while wearing the lifevest device. It was reported that time of death was about 4:30pm. ECG and flag analysis: the device was started in 2007, and used normally overnight until shutdown at 10:11 the next day. The device was restarted at 10:11:55. A noise alarm was given at 13:46:33. The battery was pulled at 13:48 and the device started again at 13:49:07. The battery was pulled at 13:49 and the device started again at 13:58:39. The battery was pulled at 13:58 and the device started again at 13:58:47. The battery was pulled at 13:58 and the device started again at 16:33:19 (4.5 hours later). A manual recording was initiated at 16:34:09. It shows no discernable cardiac activity on either channel. The fb channel recorded a flat signal and the ss channel has random movement. An arrhythmia alarm was given at 16:35:01 until 16:35:10. The automatic recording is essentially the same as the manual recording. No discernable cardiac activity is visible. Asystole was declared at 16:35:29. The asystole buffer captured the entire ECG signal since the startup at 16:33:19. No discernible cardiac signal is visible. The fb channel recorded a flat signal and the ss channel has random movement. Noise was detected on both ECG channels at 16:51:31. The battery was pulled at 16:48 (about 15 minutes of use). The device was restarted at 19:11:53 and the battery was pulled at 19:11. The device was restarted at 19:12:24 and the battery was pulled at 19:12. The device was restarted at 19:32:33 and the battery was pulled 19:32. Conclusions: asystole was properly declared and recorded. The lifevest appears to have operated as designed. It is suspected that the patient was not wearing it or had the battery out. Later in the afternoon it appears that someone other than the patient put the battery in and initiated a manual recording during asystole. The lifevest was only used about 15 minutes at the reported time of death.

Event description:
A male patient's daughter contacted lifecor customer support to report the patient had passed away in 2007, while wearing the lifevest, probably around 4:30pm. The patient was found unresponsive and the paramedics performed CPR on him for about 45 minutes. The flag report, from the lifevest, showed that the battery was removed at 1:58 pm on the same day, and then put back in the system at 4:33pm. It was taken out of the system again at 4:48pm. At 4:34pm there was a manual recording initiated that showed an asystole event. It appeared that someone else put the battery in the system while the patient was wearing the device and during his asystole event. The daughter believed that the paramedics were performing CPR on the patient while he was wearing the device.